Event description:
Final report submitted with no additional information. Retrospective review of similar events - no patient injury or harm complaint number: (B)(4) was reported in the us on the 15th march 2022 with an irregular heart beat, light headedness and feeling "weird" while using the device. No reported long term health or injury. No reported device defect. Customer contacted their physician who advised them to cease use of the device. The innovo device was returned on the 23rd may 2022 and inspected for defects. The innovo device was found to have stretched with tears evident on visual inspection.

Event description:
Retrospective review of similar events - no patient injury or harm. Complaint number: (B)(4) was reported in the us on the 15th march 2022 with an irregular heart beat, light headedness and feeling "weird" while using the device. No reported long term halth or injury. No reported device defect. Customer contacted their physician who advised them to cease use of the device. The innovo device was returned on the 23rd may 2022 and inspected for defects. The innovo device was found to have stretched with tears evident on visual inspection.